Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 08:36:19. During night drain cycle four, the patient's ultrafiltration reading was 365ml, indicating the home patient (hp) drained 365ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the iipv event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.